Event description:
Reporter indicated that the site's handheld computer would freeze at the interrogation successful screen. A hard reset would resolve the issue but the handheld computer would freeze the very next time an interrogation was performed. The suspect device was returned to the manufacturer for analysis, but analysis is not yet completed.